Manufacturer narrative:
Initial and final MDR 1953673 - MDR 3003442380- 2024 - 22905 - device 1 of 5.

Event description:
Reference number (B)(4) event occurred in the united states, it was reported that on 22-jul-2024 five infusion set cannula were crimped and site of insertion is abdomen. No further information available.